Event description:
The customer reported that she woke up with a blood glucose result of 16 mmol/l (288 mg/dl). She stated that the cannula was pulled out of the infusion site and that she had a "red, sore bump the size of a pea".

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the report hyperglycemia. The customer reported that the cannula dislodged from the infusion site. This condition could interrupt insulin delivery and contributed to hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria.